Event description:
Consumer reports consistent e-3 and accuracy problems. Analysis run on clark error grid using mean avg. Reading (192) as ref. Points vs. Bd readings (73, 311) yielded data points in c range of the grid, outside acceptable limits.